Manufacturer narrative:
Patient information is not available for reporting. This report is for two (2) unknown 2.7mm locking screws. Part and lot numbers are unknown; UDI number is unknown. Implanted 2 years ago, exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the revision surgery performed on (B)(6) 2018, a locking screw 2.7mm at distal end could not be extracted. After his repeated try, only the screw head was removed, resulting in the breakage of the screw. Another screw also got broken at the root of the head. By using a wrench and screw extract forceps, he successfully removed all the screws. No broken screws were left in the bone, and the revision surgery was successfully completed with a 60-minute delay. There was no adverse consequence to the patient. This report addresses intra-operative issue that occurred during hardware removal surgery. The revision surgery due to nonunion has been captured under linked complaint (B)(4). Concomitant device reported: plate (part # unknown, lot # unknown, quantity 1). This report is for two (2) unknown 2.7mm locking screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Corrected data: date returned to manufacturer. Initial reporter telephone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the patient was undergoing the revision procedure due to nonunion and deformed union caused by insufficient reduction in orif application. This event is being captured in related complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a product investigation was completed: two heavily damaged broken unknown screw shafts with unknown article and lot numbers were received for investigation. Both screw shafts are bent, the screw heads are missing and even the screw tip is missing on one shaft. The remaining shaft portions show various damages cause from unknown source. As per event information the missing screw heads broke off during revision surgery, the complaint therefore is confirmed. Because of the existing damage caused during mechanical misuse a dimensional inspection and document/specification review cannot be conducted. Because of the unknown article and lot number and the lack of additional information a device history record review and further investigations are not possible. Based on the condition of the products and the available poor information a manufacturing conclusion cannot be presented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.